Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient operated with pinnacle liner in 2018. Sudden pain in (B)(6) 2022. The liner had burst accordingly to the surgeon and patient was operated on (B)(6) 2022 to get it removed. Doi: 2018. Dor: (B)(6), 2022. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned liner confirmed the fracture of a portion of the rim. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the fracture of the rim of the device. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.